Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had foreign material in the connector. The returned device had a damaged connector. The returned device indicated a loose/detached set screw. The returned device indicated a set screw with a rounded socket. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital following a head injury due to syncope. Upon device check, there were two episodes of noise in which the implantable cardioverter defibrillator (ICD) was inhibited. While performing arm maneuvers, noise was reproduced in the electrocardiogram, of which a connector malfunction was suspected. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.